Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email, that the customer's insulin pump has cracks, received excessive no delivery alarms, and frequent battery changes. Troubleshooting was declined. No significant event leading up to the incident was mentioned.